Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer experienced a low blood glucose level around 49 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Reportedly, the customer worked with their health care provider to update their pump settings. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.